Event description:
A small piece of the tracheal hook right angle broke off while trach was being pulled on patient with respiratory failure. There was no adverse outcome to the patient. The hook and the broken piece were returned to msi surgical solutions, who is responsible for equipment on the trays.